Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer was trying to change the set 20 minutes ago, but they could not fill the tubing and the pump alarmed no delivery. Customer stated that they found strong resistance when they tried to push some insulin manually. Customer disconnected the reservoir from the tubing and reconnected it, but they could not push any insulin. Customer changed the reservoir but no insulin went through. Customer changed the tubing and insulin squirted out of the tubing while the customer tried to push manually. Customer rewound the pump and reinserted the reservoir. Customer performed fill tubing and the pump did not alarm. Customer will be sent a replacement for the reservoir and tubing used in troubleshooting.